Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent right hip arthroplasty approximately 12 years ago. Subsequently, patient was revised due to due to pain, elevated metal ions, pseudotumor, and difficulty ambulating. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: elevated cobalt (43) and chromium (36) ion levels, pain, pseudotumor on MRI, difficulty with adls and ambulating. Fluid collection cultured. Acetabular and femoral components were well fixed. Femoral head replaced with active articulation, no complications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00666, 0001825034 - 2021 - 00667, 0001825034 - 2021 - 00668.

Event description:
It was reported that the patient underwent right hip arthroplasty approximately 12 years ago. Subsequently, patient will be revised after healing from left revision due to metallosis, tissue damage, bone loss, pain, and loss of mobility. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.